Event description:
The customer reported having low blood glucose and paramedics were called in two consecutive days. The insulin concentration, time, and date were correct. Reviewed the programming, bolus history, basals, and daily totals, all appeared to be correct. The customer stated that he treated both days for food intake without reading his blood glucose. Advised the customer not to treat his glucose level without reading. Ran a displacement test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.